Manufacturer narrative:
An event regarding crack/fracture involving an mrh femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device lot ID, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient experienced problems with this device in (B)(6) 2018. It is further alleged that due to pain with weight bearing a work up was done and the prosthetic cracked and fractured along the femoral component neat or at the location of the hinge. The patient was revised on (B)(6) 2018.